Event description:
During training by a zoll medical sales representative, the device powered on without display. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and the lcd display was replaced to remedy the problem condition. Analysis of reports of this type has not identified an increase in trend.